Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 1 month, 5 days. Manufacturer's investigation conclusion: the report of thrombus could not be confirmed as no images were submitted by the account and the device remains in use. Additionally, a specific cause for the patient¿s infection and a direct correlation between the device and the reported events could not be conclusively established through this investigation. The heartmate 3 lvas IFU lists infection (local, pocket, and driveline), cardiac arrhythmia, and thrombus as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range. This IFU also provides care instructions in regard to preventing infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was seen in clinic or (B)(6) 2018 with upper-respiratory infection symptoms complaining of fatigue and shortness of breath. On (B)(6) 2018. Patient with history of atrial fibrillation found to be in persistent atrial fibrillation (afib) with rapid ventricular response (90-110bpm) since vad implant. No associated specific clinical compromise but afib though to be contributing to general fatigue and shortness of breath reported by the patient. Transesophageal echocardiography (tee) done prior to scheduled cardioversion on (B)(6) 2018 revealed new left atrial appendage thrombus. Cardioversion was delayed until resolution of thrombus. The patient returned to the emergency room on (B)(6) 2018 complaining again of exacerbation of fatigue and shortness of breath along with addition of chest pain caused by coughing. Chest x-ray showed pulmonary edema. Labs revealed elevated b-type natriuretic peptide (bnp). The patient was admitted for observation and further workup. During hospitalization, the patient was diuresed with 4mg bumex bid with appropriate response and transitioned back to oral bumex dose of 4mg in the morning and 2mg in the evening. Hydralazine and benzonatate were started. The patient was admitted on (B)(6) 2018 for 23-pound weight gain and associated shortness of breath with pedal edema despite diuretic optimization since discharge from heart failure hospitalization 1 month prior. Echocardiogram done at that time noting moderate right ventricle dilation and moderate systolic dysfunction as well as left-atrial appendage thrombus preventing cardioversion for ongoing atrial fibrillation. The most likely trigger was dietary indiscretion and improper fluid intake. The patient was transitioned to bumetanide 2mg per hour intravenously and started on dobutamine 12mg per hour with plan for repeat echocardiogram to assess resolution of left-atrial appendage thrombus and ultimate cardioversion. The patient was diuresed on bumex by drop for several days and was also administered multiple doses of metolazone and a short duration of dobutamine. The patient was transitioned to oral bumex on (B)(6) 2018. Successful cardioversion to ap/bvp (sinus underlying) was performed on (B)(6) 2018 when the subject was hospitalized. The patient was discharged (B)(6) 2018.